Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how did the device "not function properly" besides firing malformed clips? No information.

Event description:
It was reported that during a laparoscopic anterior resection, a teardrop-shaped clip was formed at the second firing on the inferior mesenteric artery though the device functioned as intended at the first firing. Then, the device was fired without having tissue out of the patient several times but the device did not function properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90h7k. The analysis results found that the el5ml device was returned with a clip formed in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.